Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 135-136 mg/dl. Reportedly, the customer was unable to charge the pump. The customer did not have an alternate method of insulin therapy and declined a follow up from tandem technical support to verify if customer was able to obtain an alternate method of insulin therapy.